Manufacturer narrative:
Previously reported: the manufacturer received information alleging a trilogy ev300 ventilator inoperative condition occurred. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. New information: the ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's system pca was replaced to address the issue.

Event description:
The manufacturer received information alleging a trilogy ev300 ventilator inoperative condition occurred. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.